Event description:
It was reported that the handpiece was giving an over-temperature/bias current error on the console. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation narrative and correction. Initially this event was reported in error for heat. Upon completion of device evaluation, there was no evidence of heat/overheat found for this device.

Event description:
It was reported that the handpiece was giving an over-temperature/bias current error on the console. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the facility, there was no patient involvement and no delay to a surgical procedure.